Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted the spike protector was missing. The reported condition was verified. The cause was attributed to the manufacturing process: assembly step skipped by the operator during the manual assembly. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a paclitaxel set had a missing end cap. There was no patient involvement. No additional information is available.